Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, when the surgeon was using device, the tip (spatula part) was broken and fell into the pt. The surgeon and the scrub nurse had to spend additional time to find the broken part. There was no fatal effect for the pt. The procedure was prolonged 15 minutes. Another device was used to complete the procedure.